Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 10/22/99. Consumer sought medical treatment for pain on 11/9/00, the abcess was treated and consumer was prescribed antibiotics. Consumer sought treatment again on 11/10/00, the site was drained and consumer was prescribed pain medication. On 11/12/00 consumer was admitted to the hospital for incision and drainage of the abscess and was released on 11/17/00.